Event description:
A hospital in the us reported to our distributor that a mr225 infant humidification chamber was 'leaking water where the aluminium seal meets the plastic dome'. They were using the chamber with an airlife infant CPAP driver. No pt consequence was report.

Manufacturer narrative:
This report was prepared by rep. The complaint device is not available for eval. A request for further info has been sent to the hosp. Results: investigation still underway, no results to date. Our records indicate that one other complaint (total two complaints) of this nature has been rec'd for the given lot number. Conclusions: no conclusion can be made at this time.